Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found that the finger grip was peeling off and a new master tool manipulator (mtm) would be needed to resolve the issue. The isi fse exchanged the left master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was reproduced during visual inspection.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the customer called intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that the rubber piece on the finger clutch button was falling off of one of the manipulators. The surgeon moved to the second console to complete the procedure. The procedure was completed as planned with no reported injury. Isi followed up and obtained the following additional information: the surgeon side console (ssc) was in an inoperable state due to the issue in this event. One of the finger grips was completely off and the other was about to fall off as well.